Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/22/2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint loss of connection was confirmed via data. The root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it confirmed the customer complaint. The reported event loss of connection was confirmed. The root cause was determined to be a loss of connection due to a gap in the device logs. It was reported that the sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.